Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that prior to use, "the 1st clip got stuck and would not make it's way down into the jaws on both devices in the same case. Surgeon completed the case with a metal applier". No patient involvement.

Event description:
It was reported that prior to use, "the 1st clip got stuck and would not make it's way down into the jaws on both devices in the same case. Surgeon completed the case with a metal applier". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. R & d was consulted for the visual inspection. Visual examination of the returned sample revealed one closed clip stuck in an unnatural position in the jaws. The small clip centering tab was also bent extremely out of place. A sink hole in the handle frame was observed. R & d determined that the sink hole was in the tolerable range and would not impact the device's functionality. The trigger was returned partially engaged. No other defects were observed. There was biological material observed on the device. Functional testing was performed with the assistance of r & d. The jammed clip was removed, and the trigger was actuated to ensure the functionality of the jaws. The jaws functioned as normal; however, no clips fed into the jaws. The device was then disassembled and there was observed damage on the trigger ears. It could not be conclusively determined if this damage occurred during customer use or due to the trigger resetting during disassembly. The clips were also observed to not be in their correct spots in the channel and there was no clip stacking. 10 clips were remaining in the device, indicating that the customer fired 5 clips. No damage was observed on any other parts of the device and the reason for the damage observed could not be conclusively determined from the returned sample. Per DHR the product auto endo5 ml lot#: 73m2400633 was manufactured on 01/06/2025 a total of (B)(4) pieces. Lot was released on 03/10/2025. DHR investigation did not show issues related to complaint. The reported complaint of "jamming - clip stuck in jaw area" was confirmed based on the sample received. One clip was observed to be stuck in the jaws in an unnatural position, due to the small clip centering tab being severely bent out of place. No proper functional testing could be performed on the device due to the damaged small clip centering tab. R & d was consulted regarding this complaint while disassembling the device. The trigger ears were observed to be damaged. The clips were found to not found in their correct spots in the channel; however, there was no clip stacking. No other defects or anomalies could be found with the device. It could not be conclusively determined if the trigger ear damage occurred during customer use or due to the trigger resetting during disassembly. No conclusive reasoning was determined for why the trigger ears and small clip centering tab were damaged. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For these reasons, r & d concluded the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature.